Manufacturer narrative:
The subject device was returned to olympus for evaluation. In addition to the finds reported in the event, the gold was peeling and adherence to tip cover glass. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
An olympus employee reported on behalf of the customer, the telescope ¿trueview ii¿ displayed poor field of vision. There was no report of user or patient harm associated with this event. During incoming inspection, it was determined the objective lens was damaged and light guide was broken. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This medwatch is being supplemented with additional information obtained and the manufacturer's final investigation results. During the inspection, the reported event was confirmed. In addition, other defects were identified during the device inspection: broken lens, damaged optical fibers, foreign body on the cover glass, gold coating on the distal end were flaking off. The reported failure mode/identified defects can be attributed to the user error, improper handling and application of excessive force. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues.